Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in b3, b5 and h6.

Event description:
This case is for the falling and foot injuries. Please see (B)(4) for the car accident. Per (B)(4), current case has an incident date of (B)(6) 2019. She had a low blood glucose, altered mental status, and lost consciousness on (B)(6) 2019 and fell and was treated in the emergency room at 11pm. Customer had a fracture of the second metatarsal bone on the left foot, lisfranc¿s sprain, and left foot pain requiring medical treatment. Customer alleged over delivery. Since only two pumps are alleged and pump ng2398805h has a manufacture date of september 18, 2020, then ng2398805h cannot be the pump used on (B)(6) 2019. Mmt-1780kpk, pump ng1809125h has a clear ring. Customer alleged using the pump. It was unknown if sensor was used. It was unknown if auto mode was used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding insulin pump had cracked retainer ring from the attorney of the family. The information received to medtronic on (B)(6) 2021. Customer also stated that the insulin pump failed to deliver proper amount of insulin. Customer also stated due to malfunction they were causing hypoglycemia, lost consciousness and fall which had resulted in ankle and toe injury as well on the neck and back injuries. Customer had also stated they had again suffer hypoglycemia and lost consciousness while driving a car and met with an accident. Customer had also stated they had taken medical treatment for hypoglycemia. The insulin pump will not be returned for the further analysis.